Manufacturer narrative:
(B)(4) . The customer support engineer (cse) evaluated the device and could not duplicate the reported issue. The cse performed testing and the device passed.

Event description:
It was reported that a ventilators display reset during patient use. The display then came back on. There was no report of the patient being transferred to another ventilator. There is no report of serious injury or death associated with this event.